Event description:
It was reported that during the procedure, the stopcock, included in the priority pack, was tightened and the connection appeared tight; however, during use as additional devices were connected, the connection appeared to loosen on its own and leaking was noted. The physician re-tightened the connection and continued with the procedure. This occurred several times during the procedure; however, the device continued to be used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.